Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 28 days after implantation. The patient has history of diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.